Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse s/t 27x1/2 rb was clogged. The following information was provided by the initial reporter: several cannulas from the same lot are clogged, medication cannot be applied.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2105005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four eclipse needles were returned for evaluation by our quality engineer team. The needles were assembled with a bd emerald syringe and when tested, liquid was able to be drawn up normally. No signs of clogged needles were identified. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. H3 other text : see h.10.

Event description:
It was reported that needle eclipse s/t 27x1/2 rb was clogged. The following information was provided by the initial reporter: several cannulas from the same lot are clogged, medication cannot be applied.